Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on several occasions the patient entered carbohydrate grams into meter and bolus recommendation varies despite having a constant I:c ratio and is confident that this is unrelated to insulin on board (iob) and blood glucose (bg) value. The reporter stated that they entered carbohydrates for dinner and later entered additional carbs for dessert and pump will recommend no insulin despite bg being in target range. The patient lost faith in the meter and insisting on replacement. This report is being made due to history settings issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that investigators were unable to duplicate the complaint. There was no defect found.